Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a device reset occurred during transit and was triggered by a power-on reset (por) signal. The cause of the por could not be determined, and the condition could not be replicated during lab testing.

Event description:
This report is to advise of an event observed during analysis.